Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: left total shoulder on (B)(6) 2022. Cathplace: unknown. It was reported the "client [was] reporting constant hiccups, bladder incontinence and stomach issues. Client took batteries out before calling and [the] reported symptoms were resolved within 15 minutes. Client reported he wants to take it out." The client was advised to clamp off the device and contact anesthesia/surgery immediately. The client reviewed the removal instructions and removed the device successfully with the black tip intact." The pump had been running for approximately 36-hours. The hiccups, bladder incontinence and stomach issues all resolved since the pump was discontinued.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.